Manufacturer narrative:
Device evaluation of electrode belt has been completed. Upon investigation of the electrode belt there was a reportable malfunction. The cable connecting the distribution node (dn) to the rear therapy electrodes along with the trunk cable was pulled from the strain relief, damaging wires in the cable. Additionally, the belt was unable to communicate with a monitor due to the trunk cable connector j702 on the distribution node pca was physically damaged, causing the service code 204. The root cause for the strained cable was excessive force. The root cause for the damaged connector could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt displayed a service code 204 (belt/monitor unusable).

Event description:
A us distributor reported that an electrode belt displayed a service code 204 (belt/ monitor unusable).

Manufacturer narrative:
Device evaluation of electrode belt has been completed. Upon investigation of the electrode belt there was a reportable malfunction. The cable connecting the distribution node (dn) to the rear therapy electrodes along with the trunk cable was pulled from the strain relief, damaging wires in the cable. Additionally, the belt was unable to communicate with a monitor due to the trunk cable connector j702 on the distribution node pca was physically damaged, causing the service code 204. The root cause for the strained cable was excessive force. The root cause for the damaged connector could not be positively identified. No adverse event resulted from the damaged belt.